Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; g3; h2; h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer called technical assistance center (tac) to report the attachment that goes to the tank one of the hoses is missing the o ring. Customer emailed the picture. Tac provided the part number but the customer declined customer care. The customer will have the purchasing department handle it. No further assistance is required by tac. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cylinder hose experienced one of the hoses missing the o-ring. The event happened ring maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.